Event description:
A plv 102 portable volume ventilator was shipped to the respironics houston customer satisfaction center for calibration and testing prior to customer use. During testing, it was discovered that the audible alarm was not functioning properly. This occurred prior to sale and therefore no pt injury resulted.